Manufacturer narrative:
Baxter medical assessment: this is a purity/yield issue that was determined after the patient product was run. There is no information of any patient adverse outcomes at this time. It is currently unknown if they were able to run enough product to obtain an adequate dosage for the patient and if the engraftment was successful. As in all cases of purity/yield issues, there is the potential of the loss of cells. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to recur. An attempt should be made, if possible, to obtain the patient outcome. (B)(4).

Event description:
(B)(4). Operator very unfamiliar with device. Instructed to hemostat p1, remove from transducer, replace p1, slowly remove hemostat, p1 not cleared. Operator verified clamps placed on tubings to bags 2, 3 and 4 and lowered cell source bag as instructed. User instructed to open clamp manifold 1. She stated cells moving up to bag 4. When asked, stated no hemostat on bag 4. Quickly clamp bag 4, verified bags 2 and 3 also clamped. P1 dropped to 74. Replace cm1, removed hemostats and rehung cell source bag. Press ok, ec 70, p1=207. Decided to check all cms. Instructed operator to place hemostats on all tubings going to ws 1-6, waste lines, below chamber, and p1 and p2. Checked chamber for no obstruction at vent or inlet tubing. Checked tubing in pump module, proper placement and no occlusion. Individually checked each clamp manifold. Operator noted tubing not seated correctly in plastic portion of cm3 and reseated tubing for proper placement. Floss tubings along pump door. Press ok. Advance to rinse recirculation path. (B)(6). Attempted to create fd1 error, and received ec 67. (Tubing not installed in fd1). It then became evident operator was confusing fluid detector and pressure transducer. (B)(4) instructed to look at fd3 for clarification of what an fd is and how to determine if tubing and fluid in the fd in the device status screen. Created, ec 97 (fluid detected by fluid detector #1) followed by ec 70, rinse recirculation 69% complete, p1=128, p2=-76. (B)(4) instructed to clamp tubing as above in order to recheck cm3. She removed tubings from c9 and c10 and then reseated, checking for any kinking or occlusion. The superior, (B)(6), checked the tubings to ensure everything looked fine, press ok. Filled chamber with buffer. Ec 70. P1=256, p2=254. Chamber 110ml. Press stop. Select cell recovery, option 7, chamber fill/mix/drain. During 30 mins. Rosetting, (B)(6) clamped tubing as above and again checked all clamp manifolds. He did not like the way p1 tubing looked, as there was a sharp bend to the tubing, so he adjusted p1 so it was smooth. End of 30 mins, rosetting, chamber drain, repeated option 7 for 3 washes. Removed release agent from ws2 bag, added to chamber. Select cell recovery option 4 (transfer chamber to wb2) x 2, followed by option 6 (transfer wb2 to ws4). Operator instructed to: transfer final product to 50ml conical tubes and centrifuge at 80g for 10 min. With low brake; remove supernatant; add working buffer to first tube to resuspend pellet, transfer contents to second tube, etc til cell pellets pooled into one tube. Use additional buffer to rinse all tubes sequentially with rinse ending in tube with cell pellet (same process as washing and pooling when using ficoll). User instructed to wash cells 2 more times. Product from (B)(6) donor, remaining product from earlier call from (B)(6). On (B)(6), I was informed purity 69.7%, recovery 35%. Adequate number of cd34 cells obtained for recipient.